Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: review of radiographic images shows ap and lateral preoperative views show degenerative kyphoscoliosis, apex left apex at about t11/12. Osteoporosis is evident. Postop films show complex construct from t5 to l4. Good correction was achieved. Subsequent films shows no change from immediate postop even though a new pull out (break out) was diagnosed. The patient refused further surgical treatment.